Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During a uterine suture performed during a laparoscopy for myomectomy, while tightening the needle with the needle holder, the latter broke. One of the jaws of the needle holder detached into the patient's abdomen without the possibility of immediately visualizing it (due to significant bleeding from the uterus during the suture). Once the suture was completed, an endoscopic inspection of the suction jar was carried out to check for the metal fragment and avoid irradiating the patient. The fragment was still intraperitoneal. An endoscopic inspection of the patient's abdomen was therefore performed, allowing the localization of the foreign body (in the right iliac fossa) and its extraction. Due to the additional endoscopic inspection the case is deemed reportable.